Event description:
This device was implanted on (B)(6) 2010 and was explanted on (B)(6) 2017. A call was placed to technical services on (B)(6) 2017 in which it was reported that device battery was bad. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).